Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced blurry vision while reading the newspaper without glasses and her eyes do not work together. The consumer also reported the surgeon performed bilateral yag procedures approximately two months following the initial implant surgeries. The surgeon also performed a lasik procedure in her left eye one and a half years following the initial iol implant surgeries. The consumer reported her surgeon thinks the event is due to contrast sensitivity. At the consumers request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.